Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record alleged that a powerport m.r.I. Implantable port (catalog no. 1808000, lot no. Regt1286) was implanted via the right internal jugular vein for breast cancer treatment. Two days later, the port site became tender and swollen, and about one month after implantation, the port was removed due to port associated erythema, wound dehiscence, and unspecified infection. Approximately three weeks later, a new powerport isp m.r.I. Port was implanted via the right internal jugular vein. About three months after the second implantation, an upper extremity venous duplex scan revealed a non occlusive internal jugular thrombus and a superficial right arm thrombus. One month later, the port was removed. Therefore, it can be confirmed that the patient had experienced infection and thrombosis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2022, a patient underwent a port implantation via the right internal jugular vein for the treatment of breast cancer. Approximately three months and one day later, on (B)(6) 2023, the patient was diagnosed with thrombosis, confirmed by an upper extremity venous duplex scan. Additionally, it was reported that the patient was diagnosed with an unspecified infection. Subsequently, on (B)(6) 2023, the port was removed. However, the current status of the patient remains unknown.